Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) has received the cadiere forceps instrument to perform failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted small bowel resection, it was reported that one of the universal surgical manipulators (usm) equipped with a cadiere forceps instrument was overly forceful on the bowel, resulting in a 3.0 millimeter serosal tear. The issue occurred while the surgeon was actively manipulating the instrument and grasping the small bowel. The serosal tear did not significantly impact the surgical outcome. The bowel injury was sutured, and only minor, clinically insignificant bleeding occurred. The affected instrument was exchanged with a backup instrument, resulting in a procedure delay of over 30 minutes. The procedure was completed robotically. The patient did not required a prolonged hospital stay. According to the surgeon, the patient was reported to be recovering well.